Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for post polypectomy bleed performed on (B)(6)2024. During the procedure, after deploying the clip, we had to open and close it a few times to detach it. When doing this, a separate metal piece attached itself right beside the clip. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.